Manufacturer narrative:
(B)(4). The sample was not returned therefore, an evaluation was not performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). As the lot number was unknown. A batch review was not performed. Root cause could not be determined based on information available in this complaint report. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that during the procedure at the ostium of the renal artery, a 5.5x12 herculink plus stent system was advanced and deployed successfully at the target lesion; however, a dissection occurred at the distal end of the stent. A 6.0x12 herculink plus stent system was advanced and an attempt was made to overlap the previous stent to cover the dissection. The balloon was inflated to 10 atmospheres (atm) and then the balloon was deflated. Upon deflation of the balloon the stent jumped 30mm distal. The herculink plus balloon was advanced and was able to retrieve the stent to the site of the dissection. The balloon was inflated to 14atm and the stent again jumped distal. A 6.0x15 herculink plus stent system was advanced to the site of the dissection and the balloon was inflated to 10atm. The balloon was deflated and the stent jumped distal. A 8.0x40 non abbott stent system was advanced in an effort to cover the dissection, but the stent system could not cross and was removed from the anatomy. The two stents that remained distal to the dissection were retrieved using the herculink plus balloon and placed at the site of the dissection. The 6.0x12 stent remained 3mm from the 5.5x12 stent and the 6.0x15 stent remained 3mm from the 6.0x12 stent. The physician stated that the dissection caused the vessel to become an 8mm vessel and that is the reason why the stents were not adhering to the vessel. The physician also stated that once the dissection heals, the stents will adhere to the vessel. There were no adverse patient effects throughout or post procedure. Though requested, no additional information was provided.

Event description:
Initially, the patient called on (B)(6) 2010 to complain about pain due to abdominal distention at 2 of 3 dwell. As the drained volume increased the pain seemed to be intensified. The patient contacted the clinic and was instructed to abort the therapy. This is a spontaneous case report by a patient from (B)(6) of bloating in a female patient coincident with dianeal peritoneal dialysis (pd) therapy. On an unknown date, the patient began dianeal-n pd-2 1.5, dianeal-n pd-2 2.5 and extraneal therapy. During the call, the patient contacted hospital and was advised to interrupt pd therapy. The patient went to another hospital and was admitted for the event. The physician reported: the event of bloating was determined to be peritonitis bacterial. A catheter site infection was also identified. On an unknown date, a bacteriological examination revealed gram-positive strain. The patient was treated with unspecified antibiotics. Pd therapy was ongoing. As of (B)(6)2010, the bacterial peritonitis was resolving. The physician considered that the events were not related to pd therapy. He indicated that the bacterial peritonitis was due to the catheter site infection. Reportedly it was getting harder for the patient to change the pd solution bags by herself as she had an operation for a cerebral infarction. Hemodialysis therapy is being considered.